Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was working properly. The most likely cause of the reported error was user error. Performed preventative maintenance to resolve the issue.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not stay in tpn mode. There was unknown patient involvement, and no harm/adverse event reported.